Event description:
It was reported the event occurred in the ICU. It is reported fluid leaked from the puncture site after insertion of the catheter. Meanwhile, the medial and proximal lumens were occluded. The only smooth passage was the distal lumen. As a result, the catheter was removed and new catheter was successfully inserted. There is no reported delay in treatment. There are no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.